Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead removal procedure to remove one non-functional cardiac lead in the right ventricle (rv), an injury occurred. Reportedly, the glidelight laser sheath was used to advance down the lead successfully and the lead was removed. Upon removal of the lead and laser sheath, the blood pressure immediately dropped. A bridge occlusion balloon was deployed in an attempt to stabilize the patient for surgical intervention. The surgeon then performed a sub-xyphoid entry in an attempt to repair the injury to the superior vena cava (svc)/innominate region. The repair was unsuccessful and the patient did not survive.